Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 failed to pair with the ilet, resulting in no cgm connection for several days until a separate receiver was powered off and removed from the environment, after which the cgm paired and glucose data appeared on the ilet and app; during this period a teflon 23" infusion set change was completed and the user experienced hyperglycemia up to 400 mg/dl without alerts for prolonged extreme highs. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary elevation of blood glucose requiring troubleshooting and education, with glucose returning to range thereafter and no medical intervention or hospitalization. Investigation included remote troubleshooting, verification of cgm pairing behavior, review of alert behavior, and user education on avoiding concurrent receiver use. Investigation of this case revealed that concurrent use of a separate cgm receiver interfered with sensor pairing to the ilet, leading to absent cgm data on the ilet and delayed correction, while the infusion set was changed as a precaution and device hardware was not found to malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup/configuration and use error related to cgm pairing and receiver conflict.